Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the common femoral artery using perclose proglide devices. Reportedly, during suture deployment of the first proglide device through a 6-french sized access site, when the needle plunger was retracted, no suture was present on the needles. The device was removed over a guide wire and deployment of a second proglide device was attempted, but when the needle plunger was removed no suture was also present on the needles. The sutures of two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 22-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.